Event description:
It was reported the patient experienced an increase in her recharge burden. The patient underwent a surgical procedure unrelated to the scs system and afterwards charging began to take too long. Surgical intervention was undertaken on (B)(6) 2014 and the patient's ipg was explanted and replaced. The patient reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.